Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusions), h11. A getinge feild service engineer (fse) was dispatched to evaluate the unit. The fse reported that the regulator hose was not secured in housing. Secured hose with extra cable tie and tested. Carried out full pm checklist.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: b5, b6, b7, h6 (clinical code and impact codes).

Event description:
It was reported that it sounds like the cardiosave intra-aortic balloon pump (iabp) fan at the back of one of our consoles is loose or miss-aligned. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it sounds like the cardiosave intra-aortic balloon pump (iabp) fan at the back of one of our consoles is loose or miss-aligned.